Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Preoperative and postoperative diagnosis was ­­­­­­­­­incisional/ventral hernia. The procedure performed was incisional hernia repair with mesh. She has had a surgical revision and infection.

Manufacturer narrative:
After further review of the file it was determine that it was not a medtronic mesh product. No longer a complaint. If information is provided in the future, a supplemental report will be issued.